Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "short pad" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect analog board was returned. The customer's report was not replicated or confirmed during testing of the analog board. The customer received a replacement analog board. Analysis of reports of this type has not identified an increase in trend.